Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with mild calcification, mild tortuosity and 90% stenosis. The 4.50x8mm nc trek neo balloon dilatation catheter was used for pre-dilatation, but ruptured during the first inflation to 12 atmospheres after 10 seconds inflation. A same-sized non-abbott balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.